Event description:
It was reported by the dealer that the existing tires and inserts are being ruined due to the end user not being able to maintain them. No patient injury alleged, no additional information provided.